Event description:
Patient developed a loss of integration 1 year 4 months after implantation of the dental implant fx4510swc in tooth location #5. Implant was removed on (B)(6) 2016 due to loss of integration and pain. The patient is recovered without complications and treatment is ongoing.